Manufacturer narrative:
The customer contacted siemens to report that an operator of an atellica sample handler prime instrument received a cut to the finger while cleaning broken glass from the sample handler (sh) module. The operator reported the cut was minor, no treatment was sought and that there was no exposure to biohazardous materials. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse cleaned and checked all the wells in the affected sample handler module. The module was reset and was fully functional after being cleaned and reset. The cause of the cut to the finger was a use error of failure to follow the atellica operator's guide instructions to use caution when handling broken glass. Broken glass is sharp and may cause injury. Wear appropriate protective equipment and use forceps to remove broken glass from the system to avoid injury. The instrument is performing with specifications. The further evaluation of the instrument is needed.

Event description:
An operator of an atellica sample handler prime instrument received at cut to the finger while cleaning broken glass from the sample handler (sh) module. There are no known reports of patient intervention or adverse health consequences due to the cut to the finger while cleaning broken glass from the sample handler (sh) module.